Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on a galileo echo, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2015 to assess the instrument test well images.